Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized. Treatment for the event was not reported. No further information was provided regarding the outcome of the peritonitis event. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.